Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. After placement, the right ventricular lead exhibited low lead impedance and a failure to capture. The lead was removed but not replaced. The patient was stable throughout the procedure and did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.